Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered stent was implanted in the common bile duct to treat a stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous. According to the complainant, on (B)(6) 2017, during an ercp, the stent was noted to have migrated distally. On the same date, the migrated stent was successfully removed using forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.